Event description:
Received info from hcp reporting a loss of therapeutic effect. Pt's tourette's ticks were up to 60-100 per day. States pt did have one fairly severe tick that when active, caused the head to snap backwards with a good amount of speed and force. Hcp reports impedances >4000 ohms on some of the bipolar pairs. Default test values increased and read >4000 ohms on all or some unipolar pairs. Also reading <250 ohms. Duplicate impedances reported on 4-7 electrodes. Physician was planning to contact another physician known for his work on dbs use for tourette's pts. Additional info has been requested and if received, a follow up report will be sent. Refer to MFR report # 3004209178-2010-09433.

Manufacturer narrative:
(B)(4).